Event description:
The customer reported that the system continued to fluoro after the footswitch was released. This incident occurred during a procedure. There is no report of pt injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time. Repair quote is pending approval. This malfunction may have resulted in as possible accidental radiation occurrence.